Event description:
It was reported that a patient underwent a arthroscopy of right knee with lysis of adhesions approximately two months post implantation. Physical therapist noticed passive patellar mobilization and range of motion was limited in right knee post knee replacement. Stiffness and arthrofibrosis of right knee were noted. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-00531, 0002648920-2022-00038, 0001822565-2022-00533, 3007963827-2022-00047, 0001822565-2022-00534. Medical product: stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64653855. All poly patella cemented 35 mm diameter, item# 42540000035. Lot# 64621002. Stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64653780. Articular surface fixed bearing (ps) right 12 mm height, item# 42521400712, lot# 64321258. Tibia fixed cemented right size f stem extension use required, item# 42542007502, lot# 64334590. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an arthroscopy to remove scar tissue with knee manipulation due to limited flexion approximately five months post implantation. No implants were exchanged, no complications.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. It was reported a patient had a right total knee arthroplasty. Subsequently, approximately two months later, underwent a manipulation due to lysis of adhesions and limited range of motion. There are no allegations of device failure or surgical complications, and the device remains implanted without complications. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.